Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the up arrow keypad button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4): no insulin delivery defect was found. Testing was unable to duplicate the keypad complaint during the investigation. All keys were responsive and the keypad was intact. When the keypad cover was removed for investigation, no contamination was noted.